Event description:
The facility reported a flo-gard infusion pump with a constant occlusion alarm. This condition may have been a false occlusion alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a constant occlusion alarm was confirmed and duplicated during product evaluation. This condition was caused by a broken safety clamp arm cover. The safety clamp arm cover was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.